Event description:
It was reported that the patient experienced a shocking sensation following implant of an implantable neurostimulator (ins). The ins was implanted the day before the symptoms began. The shocking occurred when the company representative attempted to measure the impedances of the system. The representative was unable to measure the impedances due to the shocking sensation, but noted that they were within the normal ranges during the implant procedure the day before. The shocking sensation occurred at the ins pocket site, and it was also noted that the patient had some scar tissue at the pocket site that the doctors had 'tried to clean up.' Follow up information was received that reported the company representative met with the patient about two weeks after implant and w as able to check the impedances, which were all normal. The ins was programmed to provide therapeutic effect. The patient reported she still experienced some shocking at the ins site, but there was some question as to whether it was caused by the ins or from the scar tissue removal. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).